Event description:
An ivtm therapy was initiated for a 76-year-old male patient (weight: 130 kg) following CPR. A solex catheter (lot # 215079) was inserted into the patient's left femoral vein without complication. At the initiation of therapy, the patient's temperature was 33.9°c, with a target temperature of 36°c. At the time of the event, the patient's temperature was 34.5°c, and the catheter dwell time was approximately 5.5 hours. During therapy, the thermogard xp ivtm system generated a mid 09 error, and the customer observed a decrease in the saline bag volume. The customer suspected that the 200ml saline infusion had entered the patient's bloodstream. No evidence of fluid leakage was identified on the thermogard system, the patient bed, the floor, or the surrounding area. The catheter was subsequently evaluated in accordance with the instructions for use (IFU), and a catheter leak was confirmed. The patient expired a few hours after stopping ivtm treatment. According to the customer, the death was not related to the ivtm therapy. Treatment was discontinued due to the patient's poor overall prognosis.

Manufacturer narrative:
The reported complaint of a leak from the solex catheter (lot #215079) was confirmed during functional testing. A pinhole leak was observed from the middle of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the middle of the serpentine balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no prior history of complaints for the solex catheter with lot #215079. Event of death was serious because it met criteria for seriousness (death). Usually critically ill patients receive ivtm therapy and mortality rate is high. Event of death was not related to zoll device. Probably outcome death related to the patient's clinical condition and not to ivtm therapy. Death was not related to the zoll device and procedure. The clinical outcome (death) was not related to the catheter leak. Seems that less that one bag of sterile cold saline was entered the patient's vasculature. No patient injury reported in relation to insertion of cold sterile saline. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. The event of the fluid ran into the patient was causally related to the device and to the procedure.